Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.